Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70 serial #: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances on all contacts of the lead. Lead fracture was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (B)(4) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2.5 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture locations. The fractured cables resulted in the reported high impedances. Sc-4318: device evaluation indicated that one of the eyelets was torn, and there was no missing silicone material.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances on all contacts of the lead. Lead fracture was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively.